Manufacturer narrative:
A ge representative evaluated the system and reloaded software. System operates as intended. (B) (4).

Event description:
Customer reported the system is very slow to boot up. No patient injury was reported.